Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a loose drive support cap from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the drive support cap pushed out of the bottom of the pump when the customer rewound the pump. The customer was not able to troubleshoot during time of call. The insulin pump was not returned for analysis.